Event description:
It was reported that, during a permanent implant procedure on (B)(6) 2012, a dural puncture occurred. An epidural block was done prior to lead implant. When the physician did the laminotomy and placed the lead, he noticed csf in the epidural space. He suspected that the dural puncture occurred during the epidural block. The implant procedure was abandoned and no product was implanted. As of (B)(6), the pt was kept lying down, and no adverse symptoms were reported. The lead was removed from the pt and discarded.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.